Event description:
The clinician reported that over a month after the dental implant was placed in ada site 12 in the patient's mouth, the implant did not achieve osseointegration. The clinician noted the patient's pain, fistula and bone/tissue loss. The product will be forwarded to the manufacturer for investigation. There were no reported post-operative complications.